Event description:
It was reported that the pump issued an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer was advised to clean the speaker holes and reload the cartridge to address the issue. Although the alarm recurred, the customer successfully loaded a new cartridge after two hours, and the pump resumed normal operation. Technical support suggested that the alarm might have been caused by exposure to condensation, humidity, or water and provided tips to prevent future altitude alarms.